Event description:
The customer contact reported the pt rec'd more medication than intended. On an unspecified date and time, the device was programmed for bolus only delivery, of morphine 1mg/1ml, with 1mg bolus dose, a 5 min pt lockout, no dose limit was selected, a 100ml container size and the delivery was started. No further programming parameters where provided. No further programming parameters where provided. After an unspecified length of time, the customer contact reported the container was empty. It was reported that approx 75ml was expected to be remaining. At that time, a small amount of fluid was noted on the floor; however, it was reported that no leakage was noted from the container or the tubing set. There were no reported adverse pt effects. The pt was reported to be alert and not sedated. No medical interventions were reported. The device was removed from clinical service. Therapy was resumed using a replacement device. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. The pump history was downloaded at the service center. The customer did not provide an event date; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the info known by the reporter upon query by hospira personnel.